Event description:
It was reported that the device would not power on and had no voice prompts. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). The customer found the cause for the issue to be a broken lid latch assembly that is connected to the on/off switch flex assembly. Physio-control recommended the customer purchase a replacement defibrillator. The customer removed the device from service and will purchase a replacement defibrillator. The device was not returned to physio-control for further analysis. Therefore, further cause of the reported malfunction could not be determined.